Manufacturer narrative:
Updated fields: b4, b6 , b7,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , d5 , d10 , e2 , g2 , g7. Corrected field : h6 ( medical device ¿ problem code ). A getinge field service technician (fst) inspected the unit and was unable to confirm the reported issue. The unit passed all functional testing and calibration verification. No malfunction was identified, and the unit was returned to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had the power button not working. No patient was involved,

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6) hospital.

Event description:
It was reported that during pre use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Power switch was not working. There was no patient involvement reported and no harm reported.